Event description:
It was reported that a device was used during a esophagus procedure. It was reported by the affiliate that the mcl20 jammed. Another instrument was used to complete the case. There was no consequence to the pt.